Event description:
Customer reported a cgm error 42. There was no adverse impact to the customer¿s blood glucose level. Technical support assisted the customer by walking them through a pump reset, which resolved the issue as the cgm error code did not appear again after the reset.